Event description:
It was reported that suture placement with a proglide device was attempted in a moderately calcified common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was inserted and when the device was deployed a cuff miss occurred. Two additional proglide sutures were successfully placed using the preclose technique. The arteriotomy was a 6f and during the tavi procedure the sheath was upsized to an 18f. The tavi procedure was completed and hemostasis was attempted using the pre-placed proglide sutures. Small bleeding was still visible from the arteriotomy and a non-abbott device was placed at the puncture site resulting in cfa lumen being fully closed and no blood flow was visible. Using a percutaneous transluminal angioplasty (pta) balloon catheter, the vessel was reopened and a covered stent was placed. The patient is reported to be doing fine and there were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following is additional/corrected information: the tavi procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. A non-abbott closure device was not used. No bleeding was visible, but the common femoral artery lumen was found to be fully occluded and no blood flow was visible. The physician could not say if the successful hemostasis had caused the closure of the common femoral artery lumen.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The proglide instructions for use states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4).